Event description:
It was reported that during the first deployment attempt of a transcatheter valve in a patient with a membranous septum length of 4 millimeters (mm), upon expansion of the valve to node 3, the valve was attempted at an implant depth of 0 mm on the non-coronary cusp (ncc); however, the valve slightly dislodged to the ascending aorta. At this time, a complete heart block (chb) was observed. Upon the second deployment attempt, the chb resolved; however, a left bundle branch block (lbbb) was observed. Following the implant of the valve, the lbbb remained and temporary pacing was initiated.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus, product ID: evfxplus-29, serial: (B)(6), use by date: 2026-12-27, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve in a patient with a membranous septum length of 4 millimeters (mm), upon expansion of the valve to node 3, the valve was attempted at an implant depth of 0 mm on the non-coronary cusp (ncc); however, the valve slightly dislodged to the ascending aorta. At this time, a complete heart block (chb) was observed. Upon the second deployment attempt, the chb resolved; however, a left bundle branch block (lbbb) was observed. Following the implant of the valve, the lbbb remained and temporary pacing was initiated. Additional information was received to report a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was between the center and the lower part of the pigtail catheter. Following full deployment, the implant of the valve was 3mm on the ncc and 6mm on the left coronary cusp. Following dislodgement, the implant depth was the same.